Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip instructions for use instructs the user: under echocardiographic guidance, advance the cds and retract the guide iteratively as needed while maintaining the guide in the left atrium. All available information was investigated and the difficulty removing the cds from the guide, appears to be a result of user error. The reported bent grippers was a secondary effect of the soft tip interaction and therefore due to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other cds referenced in describe event or problem is filed under a separate medwatch report number.

Event description:
This is filed to report the second clip that got in the steerable guide catheter (sgc) during removal. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first clip was deployed but the delivery shaft did not separate from the clip. Troubleshooting was performed for approximately five minutes and the clip was successfully deployed. The second clip delivery system (cds) was inserted and inadvertently advanced out of the sgc without echo guidance, so the cds was pulled back into the sgc but the clip became caught on the sgc soft tip. Troubleshooting was performed and the clip was advanced out of the sgc, clip was closed tighter and the cds was successfully removed from the anatomy. Another cds was used without incident. Two clips were successfully implanted reducing mr to trace. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.